Event description:
It was reported that during a biopsy of the breast, the dr inserted the needle into very dense breast tissue/scar tissue and the needle became stuck and was difficult to remove. No coaxial was used with the procedure and there was no reported injury to the pt. After the needle was removed without obtaining a sample, the dr completed the procedure with different biopsy equipment and the sample was obtained.

Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met all release criteria. The returned sample was visually examined. The needle assembly protective cover was affixed with scotch adhesive tape. After removing the protective cover, it was noticed the distal assembly was completely advanced and the specimen collection notch was visible. The notch was twisted with an approx 90 degree twist in the middle, probably caused during removal from tissue. The distal edge was aligned with the ruler edge and it showed an approx 10 degree bend. The biopsy cutting capability should have not been impaired as the notch cutting edges appeared unremarkable. The outer cannula surfaces showed no damage. The vacuum tube plunge was positioned all the way in and the turning-raster black mark oriented to the 9:00 positon. Manual rotation of the bronze screw-wheel of the inner style could retract and advance the inner stylet without difficult; needles rotations were easy. The probe was installed into a test driver and tested for performance. The needle was primed and fired twice without difficulty. No biopsy taking interruptions were observed after 12 consecutive load cycles were performed; even with the needle distal damage the probe was able to run biopsy taking cycles. No needle jamming was observed. It was observed that the specimen notch was completely uncovered during the retractions which suggest the needle became stuck for other reasons than the probe itself. Probably the biopsy cycle was interrupted during the procedure caused by a driver problem. The driver used during the procedure was not rec'd for eval. The driver physician state, level of charge, and sequence of cycles used are unknown. Sample eval confirmed structural damage in the specimen collection notch; possible causes for this damage may include not using the coaxial needle and/or could have been twisted during the needle removal when the device became stuck in the tissue as the event description reported. It is unknown if the damage occurred after the needle became stuck in the tissue or caused by not using a coaxial needle. Sample testing showed that even with the twisted and bent specimen collection notch the probe was able to run biopsy taking cycles without interruptions; which suggests the probe itself should have not contributed to the reported failure mode. The exact cause for the reported failure mode could not be determined as this investigation is inconclusive. No manufacturing defects were observed.